Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 4196 implantable pacing lead 2011 (B)(6); 5076 implantable pacing lead. (B)(4). The lead was not returned and will not be evaluated.

Event description:
Information identified during follow up on a previous event. It was reported that the patient died approximately two months post the implant of the crt-d system. A cause of death has been requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.